Event description:
Customer called to report the insulin pump alarmed during the prime process. The insulin pump was exposed to moisture in a damp pocket after swimming. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a faulty force sensor resistor. No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The motor was tested outside of the device and passed. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window, a cracked reservoir tube and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).